Event description:
Caller reported cgm error 42 and acknowledged that this error had occurred three or more times on the pump. No adverse impact to the customer's blood glucose level was reported during this event. Technical support decided to replace the pump and customer will continue using the pump for insulin therapy until the replacement arrives.